Event description:
The report stated that during a laparoscopic colectomy, the handpiece would not seal and hemostasis could not be achieved. The procedure was converted to laparotomy.

Manufacturer narrative:
Tyco healthcare has contacted the site to obtain additional information. If the incident sample, or additional information pertinent to the incident, is received, a follow-up report will be submitted.